Manufacturer narrative:
Analysis: the product was not received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. The reported product event was not attributed to the ring's function, but to patient anatomy. Conclusion: this event is potentially attributed to the native valve being unrepairable, resulting in a surgical valve replacement being performed.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's physician that immediately following implant of this 30mm annuloplasty ring in the tricuspid position, the device was explanted due to persistent mild regurgitation. The physician opted to explant the device and replace the native valve with a 29mm bioprosthetic valve. The physician stated that the regurgitation was attributed to patient anatomy and not the device function. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.